Event description:
The initial report indicated that during a coil embolization for left (ica) internal carotid artery (between c2-3), the prod (trufill dcs orbit) was inserted from the (rhv) rotating haemostatic valve through the microcatheter (sl10/boston); however, there was resistance between the prod and the microcatheter. Therefore, it was withdrawn out of the pt's body, and the tip of the prod was turned over. However, the analysis conducted on the prod by the (fal) failure analysis lab found that the coating (at the proximal end) of the returned prod had lifted/separated from delivery sys; therefore, with the new findings the report was updated to a reportable malfunction.

Manufacturer narrative:
Prior to removing and inserting in the pt, all the prods were undamaged, and new. All the prods were prep according to IFU guidelines. During insertion, the coil delivery sys introducer was seated correctly in the microcatheter hub. A stopcock was not utilized during the procedure. A constant and dedicated flush was maintained through the (mc) microcatheter and was re-adjusted when inserting the guidewire. After the coil was inserted, the flushed was readjusted. After removal from the pt, the microcatheter was undamaged. The microcatheter was not torque against any resistance. Prior to the event, other prods were fed through the microcatheter without any issues. During delivery, resistance was noted between the coil sys and microcatheter. The microcatheter was not placed at an acute angle or have any kinks. The proximal part of the microcatheter shaft adjacent to the hub, was not kink or bend. The same microcatheter was utilized to complete the procedure. No resistance/friction was noted between the microcatheter and guidewire. To complete the procedure, another coil sys was utilized. No add'l info available. Additionally, prior to shipping, there, were no other issues with the coil delivery sys or any other section (kinks, bends, fractures [shaft, etc], cracks [shaft or hub], stretched, elongated, separated section, coil issues [stretch, tangle], etc). The prod was being used for a coil embolization of a left internal carotid artery (ica) aneurysm at c2-c3. Prior to insertion of this orbit, other prods had been inserted through the same microcatheter (mc) without difficulty. Prior to removing and inserting in the pt, all the prods were undamaged and new. All the prods were prep according to IFU guidelines. During insertion, the coil delivery sys introducer was seated correctly in mc. Hub. Prior to advancing, no resistance was noted with the mc. A constant and dedicated flush was maintained through the mc and was re-adjusted when inserting the guidewire. After the coil was inserted, the flushed was readjusted. The mc was not at an acute angle nor did it have any kinks. The procedure was continued using the same mc. After removal from the pt, the mc was undamaged. One non-sterile dcs orbit mini complex fill 3.5 x 9 was rec'd. The embolic coil was rec'd attached to the griper and inside of the introducer. The involved mc was not rec'd. During visual analysis, the support coil showed a peeled section, when the microscopic analysis was performed, the peeled section was found from proximal to distal and elongated. The device od was measured near to the peeled section and at different areas, and it was found within dimensional specs. Dcs orbit was inserted thru microcatheter prowler select plus lab sample and no resistance or friction was experienced during insertion/withdrawal. The DHR review performed for this lot indicates that the prod was tested and inspected per established mfg requirements. This review revealed that the prods met all requirements per the applicable mfg quality plan. It cannot be conclusively determined if the peeled section of the delivery sys occurred due to procedural factors. It was reported that there was no damage to the sys prior to use and that the damage was noted post-attempted insertion of the orbit through the rhv and mc. However, it is likely that this would not be noted during insertion. Because the area peeled back distally, it may have occurred with withdrawal of the device. If the rhv was not fully opened to allow unrestricted withdrawal of the device, it may have resulted in the peeled back condition of the returned prod. With functional testing, the reported resistance during insertion was not confirmed. Procedural factors may have contributed to the peeled back section of the delivery sys. There are no indications that the damage of the support coil is related to the mfg process.